Event description:
It was reported that a pt underwent a gynecological procedure on an unknown date. At the end of the procedure, while removing the disposable hand piece, the plastic nipple broke off of the pneumatic switch. No adverse pt consequences occurred.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental form.